Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 551 mg/dl on the meter with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was address by a manual injection. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 300's mg/dl range. The customer reverted to an alternate method of insulin therapy.